Manufacturer narrative:
Internal complaint reference: (B)(4). B5 and h6: event description and health code updated. H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection revealed the device was not returned with original packaging and the device has debris on it. Distal tip appears to have been broken on one side eyelet to eyelet break is not a clean break and looks to be from stress. No other physical damage is visible to the device. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A functional evaluation of the returned device found that device is in working order. Device passed all functional tests. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Per email communication, the broken pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a rotator cuff repair procedure, the customer heard a cracking sound when applying tension to the suture after passing the suture. After hearing the sound, a distal anchor of healicoil rg knoteless was broken and the suture passed through from the broken part fell off. The broken pieces were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure, the customer heard a cracking sound when applying tension to the suture after passing the suture. After hearing the sound, a distal anchor of healicoil rg knoteless was broken and the suture passed through from the broken part fell off. The broken pieces were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.